Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure in the heavily calcified left superficial femoral artery for treatment of a 90% de novo lesion, a 7x200 armada 35 ll dilatation catheter was advanced to the target site without resistance via right femoral access. The balloon was inflated to nominal pressure one time and ruptured. The device was withdrawn from the anatomy and another same device was used to successfully complete pre-dilatation. The patient remained stable throughout the procedure and there was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.